Manufacturer narrative:
One cadd solis vip pump was received with contamination visible by the downstream occlusion (dso) sensor seal. The event history log was reviewed and there were "cassette not attaching properly" errors. A cassette was attached to performed a functional check and a "cassette not attaching properly" error alarm emerged during the test. The mu status mode showed a nonreactive stuck dso sensor. The issue was caused by corrosion/contaminated dso sensor. The issue was customer induced and the dso senor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attaching properly" error. There was no reported adverse event.